Event description:
The patient reported the basal rate of profile a on the infusion device had been programmed to 63.8 units of insulin per day and after 2 weeks of use, switched to 18 units per day by itself. The patient experienced elevated blood glucose of 386 mg/dl as a result. The patient bolused through the infusion device to lower blood glucose readings. The patient's normal blood glucose range is 100-150 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.